Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that upon evaluation of the patient's pacemaker, the patient was in atrial fibrillation on (B)(6) 2021. No interventions were needed as the patient was hemodynamically stable. On (B)(6) 2021 the patient was still in atrial fibrillation and was still stable. Amiodarone was stopped and metoprolol was added for heart rate control.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device, (B)(6) , and the reported cardiac arrhythmia could not be conclusively established through this investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. It was reported that heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , would not be returned for evaluation. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.